Event description:
It was reported that the user experienced repeated insulin occlusion alerts with a teflon infusion set, which only resolved after a complete supply change from a new box; agents guided the user to resume insulin, flush tubing, remove and inspect the site for a bent cannula, insert a new infusion set, fill the cannula, and replace all supplies, with no bent cannula observed and insulin delivery resuming. Customer care agent assisted with troubleshooting with supply change and infusion site inspection. Investigation of this case revealed that the occlusion condition was reproducible until supplies were changed and that the prior hardware appeared intact on visual inspection. No reported adverse clinical effects, and blood glucose was reported at 160 mg/dl with no impact to glycemic control. Outcomes included no injury, no medical intervention. It was concluded that the event was consistent with an infusion set or disposable supply-related occlusion that resolved with replacement, with no evidence of device malfunction.